Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath was selected for use. During device preparation, when the physician tried to flush and aspirate, air has ingress the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath was selected for use. During device preparation, when the physician tried to flush and aspirate, air has ingress the sheath. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. The sheath was being prepared for leak test and deionized water was used to purge air out of the sheath and a leak was observed to come from the handle cap of the sheath. The leak was significant enough that leak testing could not be performed. Removal of the handle cap to inspect the internal components found the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub of the sheath. The defect was verified to leak as deionized water was injected and observed to leak from the damage. The "cause traced to device design" conclusion code was selected for the "visible air/bubbles" allegation.